Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion error was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error . This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.